Event description:
The device history record review was completed and there was no nonconformance found related to this event. Patient also had another device was implanted. Please reference all medwatch reports filed for the devices associated with this patient.

Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry. It was reported that another device was explanted.

Manufacturer narrative:
Device not returned.